Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent vaginal urethrolysis on (B)(6) 2010 due to overactive bladder, elevated pvr, and pelvic pain. (B)(4) - urinary problems; elevated pvr.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent removal of mesh on (B)(6) 2010 due to urinary incontinence, urinary tract infections, painful intercourse, abdominal pain, scar tissue in vagina and urethra protruding. It was reported that the patient underwent transvaginal ureterolysis on (B)(6) 2013. No additional information was provided.